Event description:
Consumer reported had three (3) pen needles that would not expel the insulin. Consumer went to the emergency room to get injections.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.